Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description failed blood control when introcan safety 3 closed IV catheter (multi access blood control) 20g catheter. Multiple staff noted recent intermittent issues with blood control device failure.